Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user reported that the device displayed a wmi failure in the ip address space. The system was rebooted, but the condition persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not progress past the blue screen. A technical support specialist (tss) used the station configuration to set auto-launch for the carefusion network application, then rebooted the station. After the reboot, the application launched with no issues. The system functioned after the technical support specialist troubleshot the device.